Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused and occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. After the device was irrigated the flow had been restored, but the programming continued to fail. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Investigation is process.

Event description:
Rep reported that the patient developed a gram negative infection. It was also noted that the valve appeared to have debris in it. As a result, the device was revised.